Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 400 mg/dl. No related symptoms were reported. The customer declined troubleshooting for the high blood glucose level. The customer was advised to do a complete infusion set change. The customer also stated that he had an issue with the infusion set not sticking and only wanted assistance with the infusion set. The insulin pump and the infusion set will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.